Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported via an expedited quality review report: pump was on pt. Symptom - the intra-aortic balloon pump (iabp) does not start after the first purge; a large helium leak has been detected on the bellows. Actions: the iabp assembly (bellows) has a large leak in the bellows; the pump assembly has been replaced. On (B)(6) 2011, the following info was rec'd from engineering services stating that there was a call from the hospital on monday morning ((B)(6) 2011) at 10am. The md explained that they were experiencing serious problems with the pump; the pump was not starting at all giving a purge failure alarm even though the balloon was properly inserted and in its right place. The customer was "promptly paid a visit." A new intra-aortic balloon (iab) was taken to the customer (the staff had used their last iab on this pt) and a "spare iabp." The engineer from teleflex arrived at the hospital ward; the pt still had the iab in place. At around 12pm, the md decided to remove the iab as the usage of the iab could cause thrombus problems. The pt's surgery was rescheduled for the afternoon as the pt was a multivessel ptca (percutaneous transluminal coronary angioplasty). Iabp therapy resumed around 3:00 pm, using the spare pump and the iab supplied by the engineer. The pt's outcome is "good with no problems."